Manufacturer narrative:
Event problem: (B)(4) - no consequences or impact to patient. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - improper loading. Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens stuck in the returned injector system. The injector cartridge tip was damaged and the cartridge wall was cracked. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history , work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated there was no patient contact with the lens and the event had occurred during the loading process and was a loading error.

Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but due to improper loading, the lens was not used. The reporter was unsure if there was any patient contact or any lens damage. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.